Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. The lens is cut into multiple pieces (both broken/cut haptics were not returned for evaluation). The damage is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Replacement lens information was not provide the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after an intraocular lens was implanted, the patient experienced unknown issue. The lens was exchanged for a different lens within 2 months after initial implantation. Residual astigmatism was the clinical reason given for the explant.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).